Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for two-way malleable titanium plates/unknown quantity/unknown lot. (Other number) UDI: unknown part number, UDI is unavailable (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received. This report is being filed after the subsequent review of the following literature article: kalbe, m., et al (2015). Reconstruction of massive post-sternotomy defects with allogeneic bone graft: four-year results and experience using the method. Interactive cardivascular and thoracic surgery, 1-9. The objective of this study was gain understanding of management of deep sternal wound infections in cardiac surgery. Transplantation of allogenic bone graft occurred in ten patients. In four of these patients, a zipfix was used as the sternal closure. Two transversal two-way malleable titanium plates were used to stabilize the chest wall. In patient 10, the patient fell 23 days after chest wall reconstruction. The plate binding broke loose and injured the soft tissues. Wound revision indicated necessity of removing plates. Wound needed to be revised twice due to hemommorhage of the flap. Infection developed requiring long term vac system treatment. The patient suffered additional complications gastric ulcer, renal insufficiency) and died of septic complications six months after reconstruction. This is report 2 of 2 for (B)(4). This report is for unknown two-way malleable titanium plates.